Event description:
Device malfunction: stent dislodgement. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the stent dislodged from the balloon while it was still inside the guiding catheter and was removed. The patient received another multi link vision and was discharged. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.